Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
This device is no longer included in fsca 1627487/06/02/2017/001-c.

Event description:
Additional information received stated that a company manufacturer met with the patient and was able to recover the ipg. The patient's stimulation therapy was restored.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an unrelated surgery on (B)(6) 2021 wherein surgery mode was not enabled. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.